Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation, that a procedure to place ultraflex esophageal stent was performed (pt age and gender unknown). The complainant stated, that after the initial 2cm of the stent was released, "it was not possible to release any further thread knots." The physician removed the stent and successfully completed the procedure with another ultraflex esophageal stent. The pt's post-procedure condition was reported as "good".